Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received a vibratory alert for high impedance. Review of the remote session confirmed the left ventricular lead exhibited high impedance measurements. The patient was in stable condition. No additional information was reported at this time.

Event description:
New information reported stated that the patient was brought into the clinic for further assessment. The left ventricular lead impedance had now dropped to chronic range measurements. No reprogramming was performed. The patient would continue to be monitored.